Event description:
The customer reported a total beta-hcg result of 211 mlu/ml for a pt sample. Repeat analysis of the same sample gave results of 134,000 and 129,000 mlu/ml. There was no report of pt harm as a result of this event.